Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she had her surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "my ob put in my coil then did novasure". The patient's medical history included birth control pill and weight gain. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraines"), feeling abnormal ("everyone makes me feel like I m crazy"), depression ("depression"), fatigue ("tired"), endometriosis ("endometriosis"), headache ("headache"), insomnia ("insomnia") and stress ("stress"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, migraine, feeling abnormal, depression, fatigue, endometriosis, headache, insomnia and stress outcome was unknown. The reporter considered depression, endometriosis, fatigue, feeling abnormal, headache, insomnia, medical device removal, migraine and stress to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: depression, malaise, feeling abnormal, endometriosis, stress, headache, medical device monitoring error, insomnia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event " she had her surgery" was added. Reporter information was added. On 23-mar-2020: content from social media received: reporter information was updated. On 23-mar-2020: content from social media received: medical history was updated. On 23-mar-2020: social media received: events stress, headache, my ob put in my coil then did novasure, insomnia were added. On 23-mar-2020: social media received,. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.